Manufacturer narrative:
Eval summary: x-ray images show the femoral component was implanted in flexion which led to a large gap on the anterior face. The images show a less than optimal cement mantle on the anterior face. The femoral component did not fit the bone tightly as evident by the large anterior gap which likely contributed to the loosening. No prod was returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that approx 1 yr post-op, the pt experienced pain and swelling on the right knee. The device was revised approx 1 yr and 3 mos post-op due to aseptic femoral loosening. Implant and explant dates are unk.